Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Noise and oversensing, as well as pacing not delivered when required, were also noted. This lead remains implanted. No adverse patient effects were reported.